Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 in the early afternoon with blood glucose of 530 mg/dl. Current blood glucose was unkown. Customer stated that the pump is not delivering insulin like it should. Customer stated that, he experienced an issue with his pump delivering a large amount of insulin. High blood glucose was treated with injections. Customer reports they have contacted their hcp regarding the high blood glucose. Customer was also hospitalized on (B)(6) 2017). Blood glucose value when admitted to hospital on (B)(6) 2017 was 468 mg/dl and on (B)(6) 2017 were unknown and customer was passed out. The customer was unsure if he wearing the pump at time of hospitalization. The drive support cap is loose. Drive support cap is missing. Customer is not calling back to perform an hp test. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer stated that he has not received any alarms regarding no delivery or any other alarms with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. The drive support disk was inspected and no anomaly was noted.